Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a revision procedure wherein the ipg and leads were replaced. The explanted devices were not returned as they were discarded by the medical facility. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 5071297/5007023.